Event description:
The affiliates reported that a sterrad 100nx was supplied by asp for sales force training and electrical certification. The system was started once during training and shut down immediately when it was noticed that the oil mist filter was not working. The system was never intended for use at a customer site and has never been used at any customer site. The affiliates reported that there were no adverse reaction noted. The system was returned to asp for further evaluation.

Manufacturer narrative:
(Other, oil mist): the system has been returned to asp. A product analysis is pending.